Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's mother on (B)(6) 2019 the patient was taken to the hospital because of higher than normal blood glucose levels. When the pod was removed, the mother noticed the cannula was never inserted into the customer's skin. The pink slide never moved forward. When the customer arrived at the hospital he was placed on an insulin drip and intravenous fluids. The customer went through 12 bags of fluid throughout his hospital stay. He had vomited before going to the hospital and was given zofran. Customer's mother did not advise the dosage or how the medication was administered. The customer was diagnosed with diabetic ketoacidosis while at the hospital. After two days at the hospital the customer was discharged, when his blood glucose level stabilized.